Manufacturer narrative:
Concomitant product(s): product ID: neu_wrench_acc, lot# serial# unknown, product type: accessory. (B)(4). Analysis of the implantable neurostimulator (B)(4) found the setscrew was backed out too far.

Event description:
The healthcare provider reported via the manufacturer's representative that they were not able to secure the lead into the implantable neurostimulator (ins). The set screw was backed out but they were still unable to place the lead. The issue was identified as the healthcare provider was trying to place the lead into the implantable neurostimulator after tunneling the lead. The healthcare provider tried to unscrew the setscrew but was unable to place the lead into the ins. There were no interventions taken to resolve the issue. The event did not involve a patient and the ins was never implanted, another manufacturer's device was used instead. Should additional information be received, a follow up report will be sent out.